Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly during normal use. Customer's blood glucose was unknown mg/dl. The customer stated frequently no or intermittent response by down and act button. The customer stated that the device was not dropped or exposed to moisture. The customer was asked verbally and in written form to return the broken pump for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump had minor scratched lcd window, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.